Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of intraocular lens haptic was torn or broken. Additional information has been received and stated that the les was removed during initial procedure and procedure was completed with the company lens on the same day. There was no patient harm.